Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: a review of the black box showed evidence of a call service motor error on the date of the complaint. The pump intermittently powered on with the returned battery cap. A test battery cap was used for all testing. The pump was run for 24 hours and no reboots, loss of power, or call service alarms occurred. The pump case was removed to the motor flex intact and correctly latched. The call service motor error issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.